Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic thoracoscopy esophagectomy, when the paradoxical vein was closed, after the stapling was completed, the reload could not be returned. It was released using manual adapter tool. After the operation, another shell was used and stapling was performed with another reload, it worked without problems. Since it was a blood vessel, it was not particularly thick, and there was no thickening or calcification. There was no patient injury.